Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the constant air in line alarms, which were not reproduced. Constant air in line alarms were confirmed through review of the event history log. During evaluation, no component causality was identified. The upstream sensor was replaced as a known contributor to intermittent failures.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the medical surgical care area. It was also reported there was no patient injury.